Manufacturer narrative:
Pump was received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 245 mg/dl, then 149 mg/dl, later it was 245 mg/dl. The customer's blood glucose was over 200 mg/dl on (B)(6) 2017. The customer¿s current blood glucose was 286 mg/dl. The customer was treated with insulin pump. The drive support cap was normal. Customer was not alleging possible pump under delivery. The product was returned for analysis.